Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The recurrent mr appears to be a secondary effect of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr). Two clips were implanted reducing mr from 4 to 1-2. On (B)(6) 2019, prior to discharging the patient, echocardiogram was performed; which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to 2-3. No additional treatment is planned. No additional information was provided.